Manufacturer narrative:
Other, other text: one transport vent was returned for analysis. Upon visual inspection, the knobs were found to be in the incorrect placement; there was a large knob on the relief pressure spindle and the incorrect end cap on the air mix knob. Knobs also were observed to not align with the calibration marks. The gauge retainer was found torn, the patient outlet connector was loose, the outlet connector was missing a component, and the housing contains minor wear. Oxygen supply was connected to the unit and testing performed; confirming the complaint as the tidal volume measured high at 244mls at the low setting. Based on the evidence, the root cause was found to be due to user interface as the knobs were misaligned and not calibrated.

Event description:
Information was received indicating that a smiths medical pneupac accessory transport ventilator gave high tidal volume readings on the lower end. There were no reported adverse effects.